Manufacturer narrative:
Lot number is unknown at this time.

Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, an air in line alarm was noted and antibiotic infusion had to be stopped. It was also reported that tiny bubbles were noted near the pump. The set was cleansed and reattached, and infusion was continued. No patient consequences were reported. No adverse effects were reported.